Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial #: (B)(6) h6:FDA method code(s):b15, b17 h6:FDA result code(s):c23 h6:FDA conclusion code(s):d11 product event summary: the pump (hw40510), one controller (con403088) were not returned for evaluation. Log file analysis revealed that the power consumption was within the normal operating range within the analyzed period. However, 26 low flow alarms were logged since 19/nov/2021 within the analyzed period. Log file analysis also revealed two (2) controller power-up events with associated motor starts on 03/dec/2021 at 11:37:36 and 11:38:07 within the analyzed period. Prior to the losses of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point logged after the losses of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for a maximum time of 42 seconds. As a result, the reported loss of power and low flow event was confirmed. Information received from the site revealed that, in addition to the low flow event due to ejection fraction (ef) recovery, the patient experienced confusion. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited, to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the losses of power can be attributed to the reported disconnection of both power sour ces from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidentally disconnected both batteries from the controller due to confusion. The event was associated with losses of power. It was also reported that the ventricular assist device (vad) exhibited multiple low flow alarms due to the patient ejection fraction (ef) recovery. However, the patient is not an explant candidate. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0 , model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun , mfg date: 18-sep-2018, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.